Event description:
It was reported that an unknown tip cover melted during a procedure. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Event description:
It was reported that an unknown tip cover melted during a procedure. A back up was used to complete the procedure with no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported event of heat was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation because it was scrapped by the customer. Based on a review of the device instructions for use, lack of irrigation to the tip may cause or contribute to heat. Discarded by customer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.